Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 160 mg/dl at the time of the call. Troubleshooting was performed and assisted customer in adjusting their active insulin as customer indicated that the pump was not delivering enough insulin during a bolus. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.